Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for a generator upgrade. During the procedure, the right ventricular lead stopped capturing. The physician observed the lead had medical adhesive on it. The lead was capped and replaced. The patient was in stable condition.